Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode recorded an untreated episode labelled as an atrial fibrillation (af) episode caused by noisy signals with undersensing. It is suspected to be related with the connection. The technical services (ts) indicated that the root cause of noise is related to a sub-optimal contact condition inside the header which creates contact intermittency between the lead sense bring and the device connector. X rays were performed, and it showed intact xiphoid area (between sense b node and can) and bending of this electrode connector before it enters the header. The system appears to have high placement of this electrode and lower placement of the can. The technical services (ts) recommended to closely monitor this patient and ask them to perform the patient interrogation within few weeks time, additionally, review counters and possible signs of fractured conductor. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction field h6: code a12 added.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode recorded an untreated episode labelled as an atrial fibrillation (af) episode caused by noisy signals with undersensing. It is suspected to be related with the connection. The technical services (ts) indicated that the root cause of noise is related to a sub-optimal contact condition inside the header which creates contact intermittency between the lead sense b ring and the device connector. X rays were performed, and it showed intact xiphoid area (between sense b node and can) and bending of this electrode connector before it enters the header. The system appears to have high placement of this electrode and lower placement of the can. The technical services (ts) recommended to closely monitor this patient and ask them to perform the patient interrogation within few weeks time, additionally, review counters and possible signs of fractured conductor. This electrode remains in service. No adverse patient effects were reported.